Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was at end of service (eos) and therefore was off/disabled and no longer providing therapy. It was stated that the patient first reported seeing an eri message, but then reported that they actually saw an eos message. The patient stated that they think the stimulator had stopped working because the only message they were getting on their patient programmer was the call your doctor eos message. The patient reported that all of a sudden they didn¿t have stimulation and they were not sure if they hit a setting and turned the implant off. They stated that they only had their implant for about 14 months. The patient reported that it didn¿t last as long as ¿we¿ thought it would and that they had kept the implant on a lot because of the pain they were enduring. Patient services clarified what was meant by the ¿pain they were enduring¿ and they did not mean the implant did not help. Rather it was indicated that the implant did help with their pain when it was working. The patient reported that they ran it so much that they ran the battery down. The patient was redirected to follow-up with their patient healthcare provider (hcp) for their eos, and told to ask their hcp which manufacturing representative would be there. It was reported that the patient stopped feeling stimulation and saw on eos message both on (B)(6) 2017. No further complications were reported/anticipated.